Manufacturer narrative:
It is unk if the device is available for eval by manufacturer. If additional info or sample is received, a follow-up report will be submitted.

Event description:
The event is reported as: the catheter was inserted in the operating room for a baby, 10 months old. The catheter broke and the funnel part of the catheter was recovered in the bed when the baby woke up in the recovery room. The other part remained in place in the bladder. No pt injuries reported.